Event description:
Caller reported compact plus blood glucose results of 405 mg/dl, 267 mg/dl, 167 mg/dl, 178 mg/dl, and 183 mg/dl within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.